Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiia endoleak due to insufficient overlap. There was unsubstantial evidence to support the reported secondary procedure. Device, user, procedure, or anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Outcomes attributed to adverse event - remove other serious. Device codes - remove 1068, 1354. Conclusion code - remove 11.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with ovation ix devices on (B)(6) 2019. The patient was reportedly in stable condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type iiia endoleak was detected due to insufficient implant overlap. The physician plans to reline with an afx2 device and will continue to monitor the patient. There have been no additional patient sequelae reported.